Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient did not require hospitalization. The patient was treated with continuous injection fortum (dose, route, and duration not reported and injection vancomycin (2 gram, once a day, route and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. The outcome of the event was unknown. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).